Event description:
It was reported that mtx was non adherent a month after it was applied. The mtx was removed from the wound bed. Any omitted information was not available at the time of this report.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device risk document was performed. The reported issue is known risk associated with the procedure. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The rate of the reported event to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with the use of the device. No trend or deficiency has been identified. Based on the information received at the time of this report, the root cause of the reported event could not be conclusively identified. MFR reference #: (B)(4).